Manufacturer narrative:
The patient sample was drawn in a 2ml or 4ml heparinized plasma gel tube, and was centrifuged for 10 minutes at 4400 rpm. The customer noted that there was no sample integrity issues observed. Qc was performing within the customers established limits. System checks performed on (B)(6) 2011 passed within instrument specifications. Service was on site on (B)(4) 2011. The field service engineer (fse) completed a preventive maintenance and performed a high sensitivity system check, which resulted within the instrument specifications. The fse performed an accutni low level qc precision run, which yielded a 3% cv. A definitive root cause for this event has not been determined to date. The related events are reported in the below listed reports: 2122870-2011-03087, 2122870-2011-03088, 2122870-2011-03089, 2122870-2011-03090, 2122870-2011-03091, 2122870-2011-03092, 2122870-2011-03149, 2122870-2011-03151.

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported multiple occurrences of erroneous troponin (acctni) and ckmb results generated by unicel dxc 600i synchron access clinical system since (B)(6) 2011. This report is on one of the erroneously elevated ckmb results, above the normal reference range, generated on (B)(6) 2011. The result was reported out of the laboratory. Repeat testing on an alternate instrument produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.